Event description:
This was a cardiac lead extraction case conducted in the or to remove a total of 2 leads (mdt 6040 (ra) & mdt 6945 (ICD dual coil), both 132mths old) due to an acute, severe pocket infection. The patient was placed under general anesthesia and prepped with an ij line, fluoroscopy was in use, tee available, bypass, and blood products available. Pre-operative creatinine level was unremarkable. The pocket was opened, irrigated and leads were both prepped with a lld-ez. Lasing began with a 14f sls ii/43cm visisheath combination on the mdt 6945, ICD lead. There were significant adhesions and moderate manual manipulation was required. The md chose to upsize to a 16f sls ii with no outer sheath, lased for 10seconds and successfully removed the lead. The mdt 6940, ra lead was lased for 28 seconds with the 14f sls ii/43cm visisheath combination progression stopped at the mid-svc. Upsizing again to the 16 sls ii with no outer sheath, the md lased for 40 seconds with the addition of manual manipulation. At this time the patient's pressure dropped quickly and a perforation was noted on fluoroscopy. A high, right thoracotomy was performed immediately and 4 units of blood were perfused. Cell saver was started and more blood called for. Within 20 minutes of the first sign of status change the patient had received 10 units of blood and was on bypass. The patient was eventually stabilized, transferred to the unit and is recovering. There were no devices retained for return analysis, as they were disposed of by the hospital staff during the code. Attempts at obtaining lot information were unsuccessful.